Manufacturer narrative:
(B)(4). Additional information requested and the following response received on (B)(6) 2011: patient was a (B)(6) old female; pre-op diagnosis was recurrent sigmoid diverticulitis; post-op diagnosis was same as pre-op plus the additional finding of meckels diverticulum; patient's current status is not known; appearance of staple line post-firing is not known.

Event description:
It was reported that during an unknown procedure, the device did not fire correctly. No other information about problem is available at this time. As a result of the device issue, the case was converted to an open procedure. The patient was reported as being stable.

Manufacturer narrative:
(B)(4). Additional information: the rn assisting in the case fired the device and there was no audible crunch. The rn was not able to tell if 1/2 to 3/4 turn was done. There was only one donut not two and it is unknown if they were complete. The surgeon could not get rectum sealed then the case was converted to open. Another eea device was used to complete the procedure. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.